Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code relates to problem code for the reported event of "stent broken" a visual evaluation of the returned device found that the stent has some blackened areas. The most proximal section of the stent is broken, including the barb, the broken section was not returned with the device. Following analysis, most likely anatomical/procedural factors were encountered during the procedure which may have limited the overall performance of the device. Using a snare is a standard biliary stent removal technique. The damage found on the stent is typically made due to grab and pull the stent with the snare during the stent removal. Once the stent is caught with snare, excessive force to remove it can cause the stent breakage. Therefore the most probable root cause for the reported issue is considered as operational context. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and found that there is no evidence that the device caused or contributed to the event.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from the patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure, which was performed on (B)(6) 2018. On (B)(6) 2018 the advanix biliary stent was implanted in the patient with no issues reported to the device. According to the complainant, during the stent removal procedure, when the physician attempted to remove two plastic stents, it was noticed that one of the stents snapped and broke into two pieces. The broken pieces of stent were successfully retrieved from the patient using a snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.